Event description:
The customer reported an alarm during a bolus delivery. Troubleshooting was performed. No damage to the drive support disk was noted. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded / loose drive support disk.